Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient receiving clonidine 20 mcg/ml for a total dose of 6.657 to 7.002 to 7.670mcg/day, bupivacaine 10mg/ml for a total dose of 3.328 to 3.501 to 3.835mg/day, and unknown morphine 15mg/ml for a total dose of 4.992 to 5.251 to 5.752mg/day via an implantable pump for non-malignant pain and chronic low back pain. It was reported premature elective replacement indicator (eri) occurred with no other anomalies in the event logs. It was noted that on (B)(6) 2017 they thought there may have been a pump refill (last programming change prior was on (B)(6) 2016), and eri was confirmed as 10 months. It was noted that the intrathecal drug daily doses were increased approximately 5% on two separate occasions during this time frame. In (B)(6) 2017 the eri was confirmed as 8 months, but the event logs confirmed eri occurred on (B)(6) 2017. The audible pump alarm for eri was confirmed. It was noted that the manufacturer representative (rep) would follow up with healthcare professional. No medical symptoms were reported. Event date was noted as (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from manufacturer representative (rep) 2017-07-24 reported no actions have been taken yet to resolve the premature elective replacement indicator (eri), but the patient was being scheduled for a pump replacement. The date of surgery was not yet known. The cause was not known. The premature eri was not resolved, but replacement was being scheduled. The patient's weight was not accessible to the rep. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from manufacturer representative (rep) on 2017-aug-11 reported they will be sending the affected pump back to manufacturer for analysis. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from manufacturer representative on (B)(6)2017 reported the pump was explanted on (B)(6)2017. The rep had possession of the pump and would be mailed back today ((B)(6)2017). A tracking number was provided. No further complications were reported/anticipated.

Manufacturer narrative:
The pump was returned and analysis identified high battery resistance that resulted in a lab failure. Additionally, destructive analysis found gear train anomalies due to corrosion, wear and/or lubrication, and a stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.